Manufacturer narrative:
(B)(4). Devices not received, log review only. The event log review is pending. A follow up report will be submitted with the results once the event log review has been completed.

Event description:
The customer reported a nicu patient received two times the expected dose. The medication was gentamycin 1.7 mg IV every 24 hours and the intended programming was 0.17 mls of gentamycin for 30 minutes. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.